Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that when the rep met with the patient, they were unable to reprogram the patient¿s implantable neurostimulator (ins) to give therapeutic benefit. The rep noted that every impedance measurement was greater than 40k ohms, except electrodes 2, 5, and 7 were within normal limits. There was no known cause of the event from the patient. There were no further complications reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient indicated that pt mentioned "after they put the stim in me" on 2 out of 16 "leads" worked and pt said they never adjusted their therapy settings on their pt programmer and had lost their pt programmer because they did not want to mess anything up. Pt said the scs helped a bit with their back pain, but the pain relief was under 50%. Pt said their back really hurt when the ins charge depleted.

Manufacturer narrative:
Product ID 977a260, serial#: unknown, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had a head injury so they don't remember everything, however the patient stated that their implant never worked right from day one and they woke up from surgery and were told that it was not working. It was reported that the lead/electrodes were not working, only 2 electrodes were working since implant and it was unknown why the other 8 were not working, and surgery would be needed in order to figure it out. The patient stated that it seemed no one cared. The patient's healthcare provider (hcp) and manufacturer representative (rep) were aware of the lead issue since implant, and when the rep tried to "run it up to the highest level," the patient couldn't feel anything. The patient has to charge for 7 hours to get a full charge. No further complications were reported or anticipated.